Event description:
It was reported that the handpiece was having issues during the case. No details were known. After the procedure, during diagnostic testing, it was found that the phase margins was out of range and gave multiple hp open fault messages.

Manufacturer narrative:
Date sent: 2/11/2008information not provided during initial contact.